Manufacturer narrative:
Related complaint under report ID: (B)(4). No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.

Event description:
As per customer feedback survey, during intraoperative hemodynamic monitoring during atrial fibrillation ablation performed under general anesthesia, this hemosphere monitor (manufacturer's reference number (B)(4)) required multiple recalibrations. In addition, unrealistic and poor accuracy values were provided. It was checked and confirmed that acumen iq sensor was correctly placed. This happened two times (manufacturer's reference number (B)(4)). No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation since this was a survey and hospital is confidential.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.